Manufacturer narrative:
Combination product: yes. Only the delivery system and the stent protector were returned and subjected to a detailed technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The balloon of the delivery system has been inflated and was returned in a partially deflated state. Stent imprints on the exposed balloon surface further indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent protector / transportation wire shows no damage or irregularity. The stent was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that the IFU advises the user to visually inspect the stent system prior to the procedure and not to use if any defects are noted.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a pre-dilated moderately calcified lesion (85 percent stenosis degree) in the distal part of the lad. The balloon was inflated up to 8 atm to release the stent. When checking under angiography the stent was not found in the body. The stent was found on the operation table after the intervention was finished.